Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed a small cut in the tubing at the entrance of the tubing into the upper y site. The set was leak tested under water, and a leak was revealed from this cut. The reported condition was verified. The cause was determined to be a machine or equipment error during the manufacturing process. To address this issue, sharp edges were eliminated from the manufacturing equipment and new designs of a tool involved in the manufacturing process are being generated and analyzed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard IV administration set leaked at the y-connector. This occurred during priming with normal saline. There was no patient involvement. No additional information is available.